Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of the device being in backup vvi was confirmed. Upon receipt, the device was in backup vvi . Product code was downloaded and the device was exposed to temperature cycle testing; no anomalies were observed. The root cause of the reset was not determined as the reset could not be reproduced.

Event description:
It was reported that the device was found in bvvi mode while still in the box. The device was not implanted.